Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there is no failure alleged against zimmer biomet device. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown head, unknown; unknown, unknown stem, unknown; unknown, unknown liner, unknown . Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient has been indicated for revision due to a fractured locking ring. Attempts have been made and additional information on the reported event is unavailable.